Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: this is an mds product, risks, hazards and harms are captured under the umbrella of risk management document (B)(4). As per investigation report complete by manufacturing, "batch history analysis (DHR), maintenance records and quality notifications were verified, no deviation was found. Photos of the reported incident were received for evaluation. It was possible observe cannula through shield. According to the assessment, the possible cause for the incident is related to a failure in the assembly of the shield in the hub, where there was a positioning failure in the shield which caused the pinning in the cannula. The incident identified from this complaint will be monitored for trend assessment."

Event description:
It was reported that the ser plas 1ml 13x3,8 u-100 150 experienced the cannula piercing through the shield, (in blister and piercing through blister). Product defect occurred prior to use. The following information was provided by the initial reporter: it was identified that the needle tip (bevel) is exposed, perforating the protective cover and primary packaging. There was no harm to the patient and the health professional, since the suspicion of quality deviation was identified before use.